Event description:
I am writing this message to report a defective product: dailies aquacomfort plus one-day contact lenses by alcon, a (B)(4). Lot number a0402547, expiration date: 07/2019. I have noticed defected contact lenses when I opened one blister this morning. The lens was not round: one edge was cut off or even better to say unevenly ripped off. I have not recognized the problem at the beginning and put the lens in my eye. After that, I started feeling discomfort like there a foreign body in my eye. I removed the lens from the eye and noticed that it was a defect of the lens causing my discomfort. It was second time when I have this problem with this purchase. I purchased four boxes of 30 one-day dailies aquacomfort plus contact lenses last time. I believe they all had the same lot number. I think two defective lenses out of 120 is too much. I have not had any problems with previous purchases. I hope the company will improve the quality of the product and recall the product with the affected lot number. I have pictures of the lens and the box to confirm the problem reported. Let me know if you need them. Thank you: sincerely, (B)(6).